Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing low blood glucose level and sensor issues. Blood glucose level at the time of the incident was 42 mg/dl which has been treated with food. Blood glucose was 201 mg/dl at the time of the call. Customer was throwing up that caused the low the blood glucose. Customer also stated that they were getting alert to change sensor, calibration not accepted and sensor glucose not available. It was explained to customer the proper insertion techniques and site location. Customer declined to troubleshoot for low reading and to review sensor best practices (site selection, taping, calibration protocol). No product will be returned for analysis.